Manufacturer narrative:
The reported event of no magnet response was confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event.

Event description:
It was reported that the patient presented in the emergency room in the hospital. Upon interrogation, the patient's pacemaker was in backup vvi mode and had no magnet response. The physician attempted multiple times of interrogation but was unsuccessful. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: section d9 - the product return date was 19 sep 2024.

Manufacturer narrative:
The reported event of no magnet response was confirmed. The reported event of device in backup mode was not confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.